Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7072239. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7082277. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116515. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7115376. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7115079.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling over their implantable pulse generator (ipg) pocket in their chest. The physician assessed that the patient had developed an infection. It was unknown if a culture was taken. The patient was administered antibiotics, underwent a full system explant procedure, was admitted to the hospital, and was doing well postoperatively. The devices were retained by the facility and not returned to be analyzed.